Event description:
It was reported that a balloon puncture occurred. A 5.00mm/2.0cm/135 peripheral cutting balloon was selected for use. It was noted that the balloon was punctured prior to opening the device. The procedure was successfully completed with a different device.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. Blood was identified within the balloon and lumen which is evidence of a device leak. The returned device was attached to an encore inflation unit and positive pressure was applied in an attempt to inflate the balloon. The balloon could not be inflated due to the presence of solidified blood that was present within the balloon and inflation lumen. The device was soaked in a water bath at a temperature of 37 degrees celsius to help soften the blood before further inflation attempts were made. The device was removed from the bath and the balloon was again attached to an inflation device subjected to positive pressure and liquid was observed to be leaking from a balloon pinhole 5mm proximal to the proximal end of the proximal marker band. No issues were noted with the tip section of the device. A visual and microscopic examination found no issue with the markerbands. A visual and tactile examination identified no kinks or damage to the shaft or hypotube of the returned device. This concludes the product analysis.

Event description:
It was reported that a balloon puncture occurred. A 5.00mm/2.0cm/135 peripheral cutting balloon was selected for use. It was noted that the balloon was punctured prior to opening the device. The procedure was successfully completed with a different device. It was further reported that the account did not notice any damaged on packaging. The issue was noticed before it was used. When the packaging was opened and the balloon was popped.